Manufacturer narrative:
(B)(4) evaluation statement: the reported event of occluding at patient side could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that fentanyl was infusing at 25 mcg/hr on channel c and a kvo fluid was infusing at 5 ml/hr on channel d. Channel d continued to alarm "occluded patient side" even with trouble shooting. The kvo line was moved from channel d to channel a to see if that would resolve the issue. Once the kvo line was moved to channel a, channel d started alarming "check pump" and was reading an infusion rate of 999 ml/hr. The user attempted to turn channel d off but was unable to do so. The entire system started alarming with an unspecified generalized error. The pump was removed from service and replaced. Channel a at kvo (previously infusing on channel d) was left attached to the system; the fentanyl drip was removed from the system and put onto a new system.

Event description:
The customer reported that fentanyl was infusing at 25 mcg/hr on channel c and a kvo fluid was infusing at 5 ml/hr on channel d. Channel d continued to alarm "occluded patient side" even with trouble shooting. The kvo line was moved from channel d to channel a to see if that would resolve the issue. Once the kvo line was moved to channel a, channel d started alarming "check pump" and was reading an infusion rate of 999 ml/hr. The user attempted to turn channel d off but was unable to do so. The entire system started alarming with an unspecified generalized error. The pump was removed from service and replaced. Channel a at kvo (previously infusing on channel d) was left attached to the system; the fentanyl drip was removed from the system and put onto a new system.

Manufacturer narrative:
227101 evaluation statement: the reported event of occluding at patient side could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-2018-0171 the customer stated that there was patient involvement.